Event description:
In this case, it was reported that the annuloplasty ring was explanted during the same procedure, after weaning the patient off cardiopulmonary bypass. Per the surgeon, this event was not related to a product malfunction. The device was discarded. No other details were provided.

Manufacturer narrative:
Device not returned. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. In this case, the surgeon has confirmed that there was no malfunction of the edwards annuloplast ring. Unfortunately, the device was discarded at the hospital; therefore, edwards could not assess the ring. The patient's op report was also requested but could not be provided. No further actions are possible with the available information.